Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. Pre-accelerated stress test (ast) 15 mins 1000ml simulated treatment was performed. No alarms or issues occurred during the test. System air leak check passed. Balloon valve actuation test passed. Patient sensor check passed. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen and an unknown alarm on the liberty cycler. The patient said the screen on the cycler went blank during an unknown phase/cycle of dialysis. The patient pressed ok/stop and the keys did not make any sound. The patient rebooted the cycler and the screen remained blank. The patient completed a hard reset/reboot and the issue continued. The unknown alarm occurred during power-up. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention reported in the initial call. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.